Event description:
The tip of the screwdriver is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event not be associated with the device but rather would be related to user technique.